Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and post-traumatic stress disorder. Concurrent conditions included diabetes, hypertension, obesity and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower ("severe lower abdominal pain and cramping/pain: lower abdominal pain"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), back pain ("back pain/pain: back"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraine / headaches"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("pain during intercourse"), procedural pain ("painful post-operative recovery"), anxiety ("anxiety"), panic attack ("panic attacks") and depression ("depression"). The patient was treated with surgery (robotic hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, back pain, dyspareunia, procedural pain, vaginal haemorrhage, dysmenorrhoea, anxiety, migraine, panic attack and depression had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, panic attack, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2014: secretory phase endometrium ultrasound pelvis - on (B)(6) 2014: essure devices were seen bilaterally ultrasound scan vagina - on (B)(6) 2015: adenomyosis (B)(6) 2016, pathology report revealed robotic hysterectomy and bilateral salpingectomy. Concerning the injuries reported in this case, the following ones were described in patients medical record: depression, menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 2-mar-2018: reporter information was updated. This case concerns 33 year old patient. Her demographics were updated. Her historical and concurrent conditions were added. Lab data was added. Essure removal date was update. Following events were added: abnormal bleeding (vaginal), dysmenorrhea (cramping), anxiety, headaches/ migraine, panic attacks and depression. She had recovered from all the aforementioned events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain and cramping"), menorrhagia ("menorrhagia"), back pain ("back pain"), dyspareunia ("pain during intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, dyspareunia and procedural pain was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, menorrhagia, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the surgery, patient's symptoms are mostly resolved . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.